Manufacturer narrative:
(B)(4). Eval, method: (other) - work order search. Results: (other): a work order search was performed and there was one similar complaint found. Conclusions: (conclusions can not be drawn): based on the complaint history and work order search, a specific root cause of the event can not be determined. (B)(4).

Event description:
It was reported that surgeon implanted the micl12.6 implantable collamer lens on (B)(6) 2008. The pt post-treatment f/u form at 36 months was received and pt indicated that she had lost vision because of the development of a cataract. Add'l info was obtained from the surgeon's office that confirmed the pt's report and the lens remains implanted. This report is for the pt's right eye. See MFR report #2023826-2010-00218 for the other eye.